Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly, damage and also mentioned that they experienced a high blood glucose level of 403mg/dl. The customer was assisted with damage troubleshooting. The customer stated that the battery and reservoir compartment had cracks. There was no indication of troubleshooting for the rewind anomaly and high blood glucose reading. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken battery tube threads, missing end cap sticker, cracked reservoir tube, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test, and rewind test. Unable to perform basic occlusion test, occlusion test and displacement test.